Manufacturer narrative:
(B)(4). The customer returned one cartridge from 544240 hemolok l clips 6/cart 84/box for investigation. Three loose clips were also returned. The returned cartridge and loose clips were visually examined with and without magnification. Visual examination of the returned loose clips revealed that one of the clips was returned closed while the other two had the hooks broken off. The loose clips that were broken at the hook appear used as there is biological material present on the clips. Visual examination of the cartridge revealed that the cartridge was returned with three intact clips remaining. The intact clips in the cartridge had an indication of mis-molding near the hooks that could cause the hooks to break upon application. Functional inspection was performed on the remaining clips in the cartridge that were returned. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without the hooks breaking off. Although the hooks did not break, there are indications of mis-molding near the hooks of the clips which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken during loading" was confirmed based upon the sample received. One cartridge and three loose clips were returned. One of the clips was returned closed while the other two had the hooks broken off. The cartridge was returned with three intact clips remaining. The intact clips in the cartridge had an indication of mis-molding near the hooks that could cause the hooks to break upon application. Upon functional inspection, the returned intact clips in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without the hooks breaking off. Although the hooks did not break, there are indications of mis-molding near the hooks of the clips which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that when the user loaded a clip during surgery, its locking jaw part got separated. A new cartridge was opened instead. No clips in the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800675 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user loaded a clip during surgery, its locking jaw part got separated. A new cartridge was opened instead. No clips in the patient.